Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided, however upon review by a health care professional, they were not sent to mmi due to wound healing/infection and sending images would not enhance the investigation for this cause. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Item# 32810505302; lot# 64122517; interchangeable ulnar assembly foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01020. Remains implanted.

Event description:
It was reported that the patient had yellowish secretion after elbow arthroplasty surgery. The patient was prophylactically and proactively treated for infection, however infection had never been confirmed nor diagnosed as all cultures taken resulted negative for bacteria/infection, and the surgeon suspects reaction to the cement. Patient underwent an additional procedure to remove graft and wires that may have contributed to the event.